Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant attempt, the first deployment did not have good measurements. The device was recaptured and redeployed and a perforation of the right ventricle (rv) and pericardial effusion occurred as a result. A sternotomy was performed as surgical intervention and the device was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.